Event description:
It was reported the patient's blood glucose rose to 340 mg/dl. The pod was leaking while worn on the patient's back for between 37 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
In the exposed portion of the soft canula a kink was observed to be kinked. Due to crystalized insulin in the soft canula the fluid did not pass through the fluid path. The leak test was compromised because of puncture in the soft canula made during investigation. No other reasons where found which could lead to a fluid leak. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the kink is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.